Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the unit does not provide support to the patient. It is unknown if the device had patient involvement at the time the issue was discovered. It was noted that there was no patient or user harm reported.

Manufacturer narrative:
First name: (B)(6). Reporting address state:(B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone#: (B)(6).

Event description:
It was reported to philips that the unit does not provide support to the patient. It is unknown if the device had patient involvement at the time the issue was discovered. It was noted that there was no patient or user harm reported.

Manufacturer narrative:
The client had informed us that they resolved the issue, and as such, the quote request for service of the device was canceled, and the case was closed. No other information was provided. No parts were ordered and replaced.